Event description:
Hypoglycemia; the touchscreen of my tandem tslim insulin pump was, without my knowledge or intent, unlocked in my pocket during exercise and delivered an insulin bolus. FDA safety report ID# (B)(4).